Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in gel, fm (silica chip), scratch, ink smear, embedded fm - shield, and gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in separator x27, deformed x6, defective marking x87, dirty shield x4, dirty tube x32, gel air bubbles x144, air bubbles in tube x2". 302 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in separator x27. Deformed x6. Defective marking x87. Dirty shield x4. Dirty tube x32. Gel airbubbles x144. Air bubbles in tube x2." 302 occurrences were reported.